Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study this case highlights the importance of correct stent apposition to the aortic wall and also raises some concerns regarding the radial strength of the stent.

Event description:
Received an article titled: collapse of the advanta v12 large diameter covered stent following implantation for aortic coarctation. The article reported a case of collapse of the advanta v12 large diameter covered stent following previous successful implantation for native aortic coarctation. Per the article adverse events included stent collapse and restenosis.